Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement as the patient twiddled the device. This rv lead was unscrewed and repositioned by using a stylet to surgically reposition this rv lead. This rv lead remains in service. No additional adverse patient effects were reported.